Event description:
On (B)(6) 2018, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a successful follow up call to the patient. The patient stated that the issue first occurred three and a half months prior to contacting lfs, in the morning. The patient detailed that she tested her blood and obtained an alleged inaccurately high glucose result of 205 mg/dl on the subject meter, which he compared 186 mg/dl on the other meter (infinity meter). Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient stated that she manages her diabetes with oral medication ¿metformin 1000 mg and victoza¿ and reported that she made no change to her usual diabetes management routine in response to the alleged product issue. The patient stated that soon after she developed symptoms of ¿sweaty and nervous¿. She reported that she self-treated with food and drink ¿bread with peanut butter and skimmed milk¿. At the time of troubleshooting, the cca confirmed that the meter was set with the correct unit of measure at the time of testing and the sample was taken from an approved sample site. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.